Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead will be repositioned today due to an increase in thresholds. The patient is asymptomatic. All other measurements are stable and normal.

Event description:
New information notes that the lead was successfully repositioned. Patient was asymptomatic during and post procedure.